Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th april, 2022 getinge became aware of an issue with powerled surgical light. As it was stated, spring arm dust cover fell prior to surgery onto a patient. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with powerled surgical light. As it was stated, spring arm dust cover fell prior to surgery onto a patient. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off may cause contamination. It was established that when the event occurred, the surgical light did not meet the manufacturers specification due to detachment of spring arm¿s cover and it contributed to the event. According to the provided information, upon the event occurrence the device was being used for patient treatment. The possible root causes of the issue with covers are: - non-conformity of the metal covers assembly. - degradation of the metal covers. - improper use (collision with another device). Maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file to include this dust cover fitting procedure in the technical documentations with all spring arms. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).